Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that they registration was fine, but when navigating and using the pointer the system would stop tracking. This was the only instrument the site was using. They changed the instrument tracker with no change. There was no reported delay and no reported impact to patient outcome.